Manufacturer narrative:
Shallwani, h., shakir, h. J., rangel-castilla, l., davies, j. M., sonig, a., sattur, m. G., . . . Levy, e. I. (2017). Safety and efficacy of the sofia (6f) plus distal access reperfusion catheter in the endovascular treatment of acute ischemic stroke. Neurosurgery, 82(3), 312-321. Doi: 10.1093/neuros/nyx169. The solitaire stents have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications during or after solitaire thrombectomy. The purpose of this article was to describe the use of a sofia plus distal access catheter in the treatment of acute ischemic stroke. The authors retrospectively reviewed the results of 41 stroke cases. Of the 41 patients, 28 were women and 13 were men; the mean age was 71.5 years. Case 3: the patient ((B)(6), male) underwent solitaire thrombectomy and aspiration of a left m1 thrombus. Tici was 0 pre-procedure and 2b post-procedure. The article states that the patient experienced hemorrhagic conversion with a post-procedure nihss of 14. Case 20: the patient ((B)(6), female) underwent solitaire thrombectomy and aspiration of a right m1 thrombus. Tici was 0 pre-procedure and 3 post-procedure. The article states that the patient experienced pseudoaneurysm formation with a post-procedure nihss of 16. Case 36: the patient ((B)(6), female) underwent solitaire thrombectomy and aspiration of a right m1 thrombus. Tici was 0 pre-procedure and 3 post-procedure. The article states that the patient experienced hemorrhagic conversion with a post-procedure nihss of 10.